Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of an unspecified quantity of clearlink system continu-flo solution sets were breaking off and getting stuck in the non-baxter needleless connection. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.